Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was noted that the thresholds were gradually increasing. The lead remains in use. No patient complications have been reported as a result of this event.